Event description:
It was reported to philips that the allura system did not startup intermittently. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. While troubleshooting, the fse found that there was an issue with the host pc which was unable to store the data. Review of log file does not confirm the reported malfunction. The fse replaced the host pc, recreated the image storage, retrieved all relevant data for helpdesk support, restarted the system and performed the functional tests. However, the replacement of host pc by the fse has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.